Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report was submitted to represent the impella cp. Investigation summary: ischemia/peri-procedural adverse event: the cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical rationale: the reported event describes a series of procedural complications, including coronary dissection, coronary perforation, and subsequent hemodynamic collapse requiring CPR, all of which occurred prior to impella cp placement. The impella cp functioned as intended by providing circulatory support during cardiogenic shock following pci related complications. Post implant findings of hematuria raised concern for potential hemolysis; pump speed was appropriately reduced, and patient monitoring continued. The limb ischemia was determined to be associated with the 14 fr introducer sheath rather than device malfunction and resolved following sheath exchange in the or. Surgical intervention was required to address the coronary perforation and underlying coronary artery disease. At the time of reporting, the patient remained on impella support and was progressing well postoperatively. No device malfunction has been reported, and the device remains in clinical use.